Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No moisture damage electronic assembly. No button error alarm. No unexpected low battery. The currents are within specification. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error, low battery when the battery was full, and the screen was foggy. Customer's blood glucose was 205 mg/dl. Customer stated he was in the house and the air condition was on it then it alarmed no battery and other alarms. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.